Event description:
It was reported that during a ureteroscopy procedure, the fiber broke in scope when surgeon was using. That fiber was retrieved, and a second fiber was tried, but the second fiber broke too. The procedure was completed with a third fiber without patient complications.